Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). The device was received for evaluation. During functional testing, the customer reported ¿close door message¿ was reproduced. A review of the event history log revealed single "shut door - power off!" Messages. A service history review found no indication that the parts replaced during servicing caused or contributed to the reported event. The cause of the condition was determined to be upper door hook was bent and not allowing the door to close correctly. The force sensor, upper and lower door hooks will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to recognize the infusion line and repeatedly alarmed to close the door. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.